Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 07/25/2016, 10/17/2016, and 07/24/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one opening in curved in anterior side, yellow particles in shell, brown particles in gel and underweight. Microscopic analysis was performed which identified: one opening curved in anterior side displayed sharp edge (unidentified (tear) opening) consistent with the location in a crease, it is cataloged as fold flaw opening. Based on the device analysis the final assessment is: one fold flaw opening. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture", "irregularities and heterogeneity of the right side prosthesis content¿, and "liquid intra and extra capsular.¿

Event description:
Healthcare professional reported right side "rupture", "irregularities and heterogeneity of the right side prosthesis content¿, and "liquid intra and extra capsular.¿ device has been explanted.